Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of five for the same event. Reports one, two, four, and five are reported on MFR #0001032347-2016-00680, 0001032347-2016-00682, 0001032347-2016-00684, and 0001032347-2016-00685.

Event description:
The patient reported chronic pain and issues with her jaw implant. It is reported the patient received the original implant in feb 14, 2012 and a new implant in oct 14, 2015. It is reported the patient had the titanium mandible implanted in 2015. It is reported a complete revision was performed on the patient on nov 16, 2016 as a result of the constant pain complaint.